Event description:
During a percutaneous catheter myocardial ablation, a faradrive steerable sheath clear was selected for use. Upon inserting the catheter into the sheath and checking for backflow, an excessive amount of air was continuously drawn. Therefore, the device was replaced. The procedure was completed without any patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath.

Event description:
During a percutaneous catheter myocardial ablation, a faradrive steerable sheath clear was selected for use. Upon inserting the catheter into the sheath and checking for backflow, an excessive amount of air was continuously drawn. Therefore, the device was replaced. The procedure was completed without any patient complications. The sheath has been received at boston scientific's post market laboratory.